Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was confirmed. The reported deformed implanted stent and delayed activation could not be tested as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for reported difficulties. It is possible that anatomical conditions contributed to the deployment difficulties. It may be possible that the distal shaft was bent or restricted after 2/3rd deployment that the thumbwheel stopped turning. If the user advanced the device further this may have caused the stent to become an ¿accordion¿; however, this cannot be confirmed. Ultimately with the balloon and additional stent implanted inside the reported absolute pro was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The absolute pro was advanced to the lesion and deployment initiated; however, after deployment of 2/3 of the stent, resistance was noted, and the thumb wheel stopped turning. The device was manipulated, and the stent finally released but became deformed (stent has folds along the length like an accordion). A balloon was advanced to fully appose the stent to the vessel wall and another stent was advanced and implanted inside the absolute pro. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.